Event description:
It was reported that the patient presented for an unrelated procedure. Upon review, the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2017. The patient was stable throughout.